Event description:
This lv lead was repositioned on (B)(6) 2018 due to dislodgement. The lead was successfully repositioned and remains actively implanted. The patient was discharged the next day with no issues.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
We were informed that this lead was revised again due to dislodgement on (B)(6) 2018. On (B)(6) 2019, patient presented with dyspnea and diaphragmatic stimulation. X-rays confirmed lead dislodgement. No intervention has been performed at this time. (B)(6) 2019 - we were informed that the patient continued to present with dyspnea and diaphragmatic stimulation as a result of dislodgement on this lead. The lead was subsequently explanted and replaced on (B)(6) 2019. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lv lead was repositioned on (B)(6) 2018 due to dislodgement. The lead was successfully repositioned and remains actively implanted. The patient was discharged the next day with no issues.

Manufacturer narrative:
We were informed that this lead was revised again due to dislodgement on (B)(6) 2018. On (B)(6) 2019, patient presented with dyspnea and diaphragmatic stimulation. X-rays confirmed lead dislodgement. No intervention has been performed at this time. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.